Event description:
The doctor first had a problem with this hyfrecator pencil on 12/28/2000 when it would work off and on. The doctor got it to work again and continued to use it until 02/27/2000 when it "sparked and burned the doctor and shocked the pt". Refer to 1720159-2000-00020 and 00021 for the MFR report for the doctor's burn and the pt's shock.